Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient did not charge the scs ipg as recommended. Ipg could not establish communication with the external devices when attempted and ipg is deemed inoperable.

Event description:
Additional information received that the scs system was explanted which resolved the explant.